Manufacturer narrative:
The insulin pump had a blank display due to a problem with the interface board.

Event description:
The customer reported a blank display. Troubleshooting was performed, and the insulin pump alarmed when a new battery was installed. Advised that the insulin pump would be replaced. Nothing further was reported.